Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred. A new cartridge was loaded to resolve the issue. There was no impact to the customer¿s blood glucose due to the reported issue. No additional event information was provided by the customer.